Event description:
Unwanted table motion: while acquiring a resting thallium scan 64-step ncr, the camera stopped with a motion incomplete error, table z, and the system displayed an error message to press either resume to continue the study or shift f4 to stop it. The resume option was chosen. The camera made a loud noise (clutch slipping?) And the table moved rapidly towards the detector. This happened at azimuth 13. The emergency-stop button on the hand controller was pressed and the table was lowered to free the pt and remove him from the equipment. There was contact between the pt and the detector, but the safety circuitry performed as designed and there was no injury to the pt.